Manufacturer narrative:
A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in feb 4, 2026. It is unknown if the facility performed any other preventative maintenance on this bed. Per the baxter service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the head section slide pivots, self-lubricating bearing, and slider pivot extrusions. Look for damage, and make sure the head section operates correctly. Replace components as necessary. The technician swapped the bed to resolve the reported event. Based on this information, no further action is required.

Event description:
On 09-feb-2026, a nurse contacted technical service to report that totalcare connect sport+ w/mcm (product code p1900nrent01, serial number (B)(6)), had head of bed will not raise. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The service technician found that the head was not going up. The service technician swapped the bed to resolve the issue. Based on this information, no further action is required. Per the baxter service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the head section slide pivots, self-lubricating bearing, and slider pivot extrusions. Look for damage, and make sure the head section operates correctly. Replace components as necessary. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in feb 4, 2026. It is unknown if the facility performed any other preventative maintenance on this bed.